Manufacturer narrative:
Four (4) actual samples were received for evaluation in their original packaging. Visual inspection revealed that the paper portion of one package was damaged. The other three (3) packages were found to be intact with no issues noted. Ten (10) retention samples were also evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The samples were found to have all their components and were in good condition. No damage was noted to the packaging of the retention samples. The reported condition was verified for one (1) actual sample. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. The reported condition was not verified for the other three (3) actual samples or the ten (10) retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of four (4) basic gravity sets was damaged. This was noted during inspection before use. There was no patient involvement. No additional information is available.